Event description:
Rptr had two sets of saline implants. The first, ruptured and deflated on the left side, in the recovery room following implant on 7/7/89. The second set, which were explanted 5/3/91 lead to local complications such as, swollen, reactive lymph nodes, left sided granuloma, baker iii contractures and "muscle spasms in chest masses, left mound" during 1989, 90 and 91. Rptr has also been diagnosed with fibromyalgia with symptoms beginning in 4/90 and diagnosis 4/93; atypical rheumatic syndrome - 5/94, and positive silicone antibodies.